Manufacturer narrative:
It was reported that there was no meningitis but rather a wound infection. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on february 17, 2022.

Event description:
Per the clinic, the patient experienced a csf leak during the implantation after which the patient contracted meningitis. The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on november 8, 2021.